Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had burn marks on the ac power cord. The circumstances of this event is unknown; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
On april 23, 2018, we confirmed that this complaint event was duplicated in our system. Please note that all relevant information for this complaint was captured and submitted under the mfg report #2249723-2018-00472.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had burn marks on the ac power cord. The circumstances of this event is unknown; however, there was no patient involvement and no adverse event was reported. Please refer to medwatch #2249723-2018-00472 for information on this complaint event